Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) would not secure with an electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor latch does not secure with a belt) was confirmed. As received, the monitor did nto secure with a belt. Upon investigation, the guide pin on the belt receptacle was bent. The cause of the failure was the damaged belt receptacle. The root cause of the damaged belt was physical abuse. No adverse event resulted from the defective electrode belt.